Event description:
The user facility reported a 54yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart transplant. It was reported that there was a leak at the sidearm micron filter. The pump remained on for support. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported purge leak has been completed. Neither the device nor data logs were returned for evaluation. Therefore, the root cause of the reported side leak could not be determined. The instructions for use provides details on the maintenance of the impella sidearm. It states ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.,infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿. This report is being filed as part of a retrospective review of historical records.